Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown. D4: UDI unknown; g4: 510 unknown.

Event description:
It was reported the device failed an accuracy test. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. There was no evidence to review in the device's event history log. An accuracy test was performed and the reported issue was duplicated. The pump failed accuracy test by a slight margin. The data acquired through the tests showed that the pump delivered means of 53.889 ul of water with an average delivery error of 3.632%. It was determined that the cause was due to the expulsor thickness. As a result, the expulsor¿s height was sanded. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.